Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of oversensing were noted. Review of session recodes showed noise on rv channel. Possible issue is lead to lead contact. X-rays and the lead noise testing were performed. The patient is doing fine.